Event description:
The complainant reported that an impella cp pump was implanted to support a patient needing mitral valve reconstruction. The complainant reported the aortic placement signal curve and the impeller flow failed; however, the pump continued to run reliably. The patient had to go into surgery two hours later, but it is not known whether the pump was replaced or pulled completely. No further information was provided. The patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. No data logs were returned for evaluation. Clinical details noted that both the ao placement signal and impeller flow graph failed, but pump continued to run reliably. The root cause of the optical signal issue cannot be determined as there is limited clinical details and no product or data logs to review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.